Event description:
The customer reported that the probe of the ortho provue analyzer dripped and the dilution cup overflowed, resulting in reagent contamination. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and found that the fluid drip was due to a bent probe. The fe cleaned the fluid/residue, replaced the probe and lubricated the probe shaft and bearings to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (6).